Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a stone removal procedure in the bile duct performed on (B)(6) 2011. According to the complainant, after unpacking, the device was functionally tested, but the basket was not able to be extended. The user attributed this functional issue to a bend in the handle cannula. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the preliminary investigation results; handle cannula broken.

Manufacturer narrative:
(B)(4) for the reported event of wire breakage. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a stone removal procedure in the bile duct performed on (B)(6) 2011. According to the complainant, after unpacking, the device was functionally tested, but the basket was not able to be extended. The user attributed this functional issue to a bend in the handle cannula. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the preliminary investigation results; handle cannula broken.

Manufacturer narrative:
A visual examination found that the device returned with the basket retracted and the basket tip missing. The handle cannula was found to be bent and broken. Additionally, the pullwire and basket wires were without issue. Functionally, the device was not able to be tested due to the damaged handle cannula. The condition of the returned unit was consistent with the complaint incident that the handle cannula was damaged which prevented basket extension. The evaluation found that the handle cannula had been bent and broken. During manufacturing, basket devices are 100% inspected for device integrity, so the damage likely occurred due to the application of excessive force during use. Therefore, the most probable root cause is handling damage as the issue was observed while the user was preparing for the case. A review of the device history record (DHR) was performed; no anomalies were noted.